Event description:
It was reported the rf (radio frequency) head was either "bad" or without a cord (cut or bad insulation on cable). The rf head was returned. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis found the rf (radio frequency) head has intermittent telemetry and failed all uplink amplitude functional tests; rf head cable found out of electrical specification. Analysis also found the rf head lens is cracked and the rf head label is delaminated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.